Event description:
The insulin pump returned to be scrapped for unknown reason.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. Unit had missing end cap sticker.